Event description:
A customer from the united states notified biomerieux of obtaining discrepant identification results when testing with the vitek® ms instrument (ref (B)(4), serial number (B)(4). Patient 1: on (B)(6) 2020, the customer tested an isolate obtained from a patient's sample (ID (B)(6) source: nares culture) for identification testing using the vitek ms instrument, and they obtained brucella for the initial and repeat testing (respectively 88.7% and 92.4% confidence rating). The customer stated there were four spots with no identifications. The same sample was sent to the public health laboratory, in which they confirmed the microorganism present in the patient's sample was not brucella; no further information was provided on the final identification result. There is no indication or report from the customer to biomérieux that the discrepant identification tests results led to any adverse event related to any patients' state of health. A biomerieux internal investigation has been initiated.